Event description:
It was reported that, a hair was found in the package of the insert.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.